Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and based on information reviewed and without the device to analyze, a cause for the reported unintended movement associated with a sleeve steering issue could not be determined. Slda per the account was believed to be caused by the leaflet tissue damage, which in turn per the account was due to the sleeve steering issue. Therefore, the tissue injury resulting in mitral valve insufficiency/ regurgitation (mr), dyspnea, heart failure and angina is related to procedural conditions associated with the sleeve steering issue. Tissue injury/damage, dyspnea, heart failure, angina and mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. One mitraclip xtr (lot: 30713r1022) was implanted successfully, reducing mr to grade 1-2. Despite being implanted successfully, there was an issue with unintended and unpredictable movement of the mitraclip system and steerable guide catheter (sgc), making accurate maneuvering difficult. On 3 february 2024, it was learned that the clip detached from the anterior leaflet (single leaflet device attachment (slda)). That patient had recurrent mr grade 5+ and was symptomatic with angina and dyspnea. It was thought the slda was caused by leaflet tissue damage. It was thought the tissue damage was due to unintended and unpredictable movement of the mitraclip system and steerable guide catheter (sgc) during the implantation procedure. No intervention has been performed due to the fragility of the valve.